Manufacturer narrative:
Likely allergic reaction to hema in kor desensitizer.

Event description:
Dentist reported that a pt called him and said that after 5 nights of whitening she woke up to find her lips somewhat swollen. It was not very noticable but the pt did report her lips felt different. Informed dentist to instruct pt to discontinue kor desensitizer use indefinitely. The pt has been instructed to stop all whitening until swelling goes down. They can then continue to whiten without the desensitizer after all swelling is gone.